Manufacturer narrative:
(B)(4): evaluation revealed that the prime history has several large primes recorded. Performed pump rewind, load, and prime with no loss of prime. A load step was ran with a cartridge set to 100 units and after load the pump displayed 100 units. Force sensor calibration was out of specifications. The force sensor was removed from motor assembly and the force sensor plate was found to be contaminated with a green substance. Unrelated to the complaint, evaluation revealed that the keypad symbols were faded, which has no effect on insulin delivery. The force sensor plate resistance reading out of specifications. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that the force sensor plate was contaminated. This report is made based on results of investigation completed on (B)(6) 2013.